Event description:
Related manufacturer reference number: 3006705815-2021-01763. It was reported that during a system explant procedure on (B)(6) 2021 [related manufacturer reference number: 3006705815-2021-01590, 3006705815-2021-01591, 3006705815-2021-01592], one of the leads fractured and a portion of the lead was unable to removed. As a result, surgical intervention may be undertaken in the future. It is unknown which lead remains partially implanted; therefore, both leads will be reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.